Event description:
The complainant reported a 46 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During use, the patient developed ischemia in the impella inserted leg. The pump was removed as a result.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that there are insufficient clinical details to determine the root cause. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿